Manufacturer narrative:
Pump was received with cracked case at the display window corner, completely broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the pump cracked. On the left side of the pump. Troubleshooting was performed for damage and was advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.